Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display is blank. It is unknown if the device was in use on patient, but the customer reported that there was no patient harm.

Manufacturer narrative:
The biomedical engineer states that he replaced the backlight inverter to address the issue. The unit was not in use on patient.